Event description:
As reported: the button valve not allowing manta device and manta sheath to couple leading to the need for complete assembly exchange for new manta system. Additional information on 15aug2022: there were no issues with advancing or withdrawing procedure sheath during the tavr case. The entire manta sheath was removed otw, and a new sheath was placed for the second manta deployment. There were no reports of bending or buckling of the bypass tube. The physician placed an excessive amount of pressure on the bypass tube before he was instructed to stop attempting to use excessive force. The second manta deployment was successful. The patient's condition was reported as fine post procedure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube did not buckle when met with resistance. The physician applied an excessive amount of force on the bypass tube prior to being instructed to stop attempting to use excessive force. The physician removed the first 18f manta device unit and sheath and opened a new 18f manta device unit and sheath (from the same lot number) completing the closure procedure without issue, successfully. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.